Event description:
The customer observed false positive alinity I total bhcg results when processing on the alinity I processing module. Sid (B)(6) generated positive bhcg of 642.55 miu/ml, that repeated negative <2.30 miu/ml customer range of <5 miu/ml for non-gravid female. The patient was a 33-year-old female in the emergency department, diagnosed with abdominal pain. No impact to patient management was reported.

Manufacturer narrative:
The customer inspected the module, observed crystals at the alinity pipettor sample probe and cleaned the part. Cleaning the part resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. A review of tracking and trending for the alinity pipettor sample probe did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alinity pipettor sample probe were identified.

Event description:
The customer observed false positive alinity I total bhcg results when processing on the alinity I processing module. Sid 250619315625 generated positive bhcg of 642.55 miu/ml, that repeated negative <2.30 miu/ml customer range of <5 miu/ml for non-gravid female. The patient was a 33 year-old female in the emergency department, diagnosed with abdominal pain. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: identifier maxed the character limit, the full ID is 250619315625. No additional patient information provided. Section e1 initial reporter establishment name: (B)(6) . An evaluation is in process. A followup report will be submitted when the evaluation is complete.